Event description:
The patient reported, she was no longer able to communicate with her ipg using either the programmer or charging system. A new charger was sent to the patient which did not solve the issue. It was also reported, the patient had lost weight and the ipg had become superficial. The patient stated what she described as "it felt like it was protruding". It was also noted, the patient did experience some heating when she was able to charge and the charging time took longer than usual. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.